Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results. The DHR was reviewed for lot# 6040299 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results. The stock product for hahn tapered implant lot# 6040299 is not applicable for review since the issue is customer related. Investigation methods/results. Customer has not returned the reported device for review. However, the non-visual device investigation has been completed. Root cause. "Loss of osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 570 rev 1.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU-570 rev (hahn tapered implant system) contains the following statement in the warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-570 rev (hahn tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev (hahn tapered implant system) contains the following statement in the precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. Since implant components and their instruments are very small, precautions should be taken to ensure that they are not swallowed or aspirated by the patient. Prior to surgery, ensure that the needed components, instruments and ancillary materials are complete, functional and available in the correct quantities." Per the reported information, the product was used past the stated expiration date. IFU-570 rev 1.0 (hahn tapered implant system) contains the following statement in the sterility section: "they are for single use only, prior to the expiration date."

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii, and their oral hygiene is noted as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2022 for a primary procedure on tooth #30. The patient returned on (B)(6) 2023 with complaints of discomfort, and the implant felt loose. Upon examination, the provider noted inflammation and granulated/fibrous tissue around the implant. On (B)(6) 2023 it was determined that the implant failed to integrate, and the device was removed. Based on the dates noted in the questionnaire completed by the provider, a medical opinion was sought, and it was determined that because of the time that had lapsed between when the device was placed and removed, the implant had lost integration.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii, and their oral hygiene is noted as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2022 for a primary procedure on tooth #30. The patient returned on (B)(6) 2023 with complaints of discomfort / pain, and the implant felt loose. Upon examination, the provider noted inflammation and granulated/fibrous tissue around the implant. On (B)(6) 2023 it was determined that the implant failed to osseointegrate, and the device was removed and not replaced. Bone grafting and sutures were placed after implant removal. The symptoms resolved after implant removal and there was no permanent patient injury. No additional medical/surgical procedure was required.

Manufacturer narrative:
Additional information: a5, h6 (health effect - clinical code, health effect - impact code, type of investigation). Corrected information: b5, g1, h6 (medical device problem code, investigation findings, investigation conclusions). A6 in the initial report was reported as white, however, this information was not provided. CAPA ca-00016. Manufacturer reference: (B)(4).